Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers failed with a "not detected on bus" error. The system was hard rebooted twice; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that drawer 4 was not detected and powered off the unit to reseat the connections. The fse then rebooted the system into the hardware test application, after which the drawer was detected. The fse tested the drawer in the hardware test application and confirmed it passed. The fse also performed an inventory check to verify proper operation and confirmed no issues as part of preventive maintenance. The system functioned as intended after the field service engineer repaired the device.